Event description:
It was reported that the patient presented to the emergency room (ER) with pain. It was also reported that the right ventricular (rv) lead had perforated the heart and there was pericardial effusion. The rv lead is still in place. It was noted that the physician was proceeding with caution due to "other issues unrelated to the pacemaker system that could be problematic if they had to proceed with cardiac surgery". Follow up information was attempted, however, was unable to be obtained. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.